Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired across the stomach on the 5th and 6th firings with a blue reload on both firings. On the second firing of the second stroke there was a lot of resistance felt so the surgeon did not complete the firing sequence and released the device. The staples did not form properly in the tissue. On the 6th firing there was an incomplete staple line and staples did not form. Suture was used to complete the procedure. The surgery was prolonged by 30 minutes. No adverse consequences reported.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after taking the device out of the packaging a bend in the sheath was noticed. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle bent.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one blue (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.